Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history screen. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not adjusting active insulin amounts correctly. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer stated the food bolus was incorrect as the pump was not making correct calculations based on information entered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.